Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to blood glucose (bg) level of 700 mg/dl. Reportedly, customer's children updated pump settings as customer was sick, and customer believes this to be the cause. Reportedly, customer left the ER 4 hours later. Customer declined troubleshooting with tandem technical support and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to blood glucose (bg) level of 700 mg/dl. Reportedly, customer's children updated pump settings as customer was sick, and customer believes this to be the cause. Reportedly, customer left the ER 4 hours later. Customer declined troubleshooting with tandem technical support and declined to provide additional information.